Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The broken open battery compartment from impact sustained by the monitor during use and handling and unresponsive menu key. The damaged battery compartment would cause the rechargeable battery to lose contact with the positive and negative battery contacts in the battery compartment. Further DHR review is not relevant because the results of the complaint investigation do not indicate a problem with the initial manufacture or prior repair of the device.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms # (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2021-10477. The report was submitted in error.

Event description:
It was reported that battery compartment split open and front keypad not responding on a smiths medical capnograph. No patient involvement.